Event description:
The following was reported via medwatch # (B)(4) received 28-december-2022: it was reported that the intra-aortic balloon (iab) was found to be ruptured upon inserting it through the sheath. It appeared to be defective prior to placement. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(6). Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).